Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission noted that the right atrial (ra) lead exhibited intermittent noise oversensing resulting in inappropriate mode switch episodes. No changes or interventions were reported. There were no patient consequences.